Manufacturer narrative:
It was unknown if the initial reporter sent a report to FDA.

Event description:
The customer complained of occasional high ion selective electrode potassium (k) results on their integra 400 plus analyzer. The customer stated that when the tests were repeated on that analyzer, the results remained high. The customer provided data for one patient sample that was sent to a reference laboratory after obtaining a high k. The patient was being tested as part of a routine physical. The customer ran the test three times, obtaining k = 6.5 mg/dl all three times. The reference laboratory obtained a result of 4.7 mmol/l on the same sample. The erroneous result of 6.5 mg/dl was reported outside the laboratory. The patient was not treated based on the erroneous result. There was no adverse event. The lot number of the k electrode was 21534241; the expiration date was 6/13/2014. A root cause could not be identified. The field service representative was unable to find a cause. He ran instrument checks and performed a precision study. Additional information for further investigation was requested but not provided.